Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) was not working and they were hospitalized during which they experienced high blood pressure and chest pain. It was also reported that the patient had an infection in their lungs resulting in "trouble breathing." The ipg remains in use. No further patient complications have been reported as a result of this event.